Event description:
It was reported that the user experienced sustained hyperglycemia with a blood glucose of 258 mg/dl after a large lunch and that they sometimes use the ¿fill tubing¿ function while connected to deliver insulin, despite being advised that this practice can affect algorithm performance. Symptoms included feeling unwell without specific hypoglycemic or other acute symptoms. Outcomes included no hospitalization, no ems involvement, and no alerts or alarms. Investigation included user education and troubleshooting, with guidance to allow the pump to deliver insulin and to change tubing if glucose did not trend down or increased, and recommendation to consult a clinician if not using the system as intended. Investigation of this case revealed the glucose level began to trend down during the call and there were no line leaks or kinks reported. It was concluded that the event involved hyperglycemia with unclear cause, with potential contribution from user behavior that bypasses intended dosing, and that continued clinical follow-up should be considered if nonstandard use persists. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.